Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying 3186 lead that may be related to uncomfortable stimulation resulting in explant. Specific patient information is documented as 77 year old female 103kg. Details are listed in the attached article, titled 'intrathecal placement of percutaneous spinal cord stimulation leads: illustrative cases'.